Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump completely shut off without warning. The customer stated he changed the battery two days prior to this occurring. His blood glucose was 134 mg/dl. The alarm history and there was no low battery or off no power alarms indicated. The customer stated the battery was not previously used, the insulin pump was not dropped or bumped, and there were no unattended alarms. The customer was advised to insert a new battery and monitor the insulin pump. Nothing further was reported.